Event description:
It was reported that the device was used during a wedge resection procedure. It was reported by the affiliate that bleeding from staple line occurred next day after surgery. Reoperation was done and the case was performed by hand sutured. There was no consequence to pt.